Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one bust of anti-tachycardia pacing (atp) for the patient ventricular tachycardia (vt), and with the vt converted to an sinus tachycardia. Subsequently, seven bursts of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy for the patients sinus tachycardia. Technical services (ts) was consulted and discussed stored data as well as available programming options. This device remains in service. No additional adverse patient effects were reported.